Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cartridge compartment and cartridge cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a visual inspection revealed a crack in the cartridge compartment near the threads. Due to the cartridge compartment damage, the returned cartridge cap was not able to tighten securely to the pump. The cartridge cap was observed to be damaged on the top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.